Event description:
Customer reportedly received result of 117 mg/dl on advantage system 1 and result of 320 mg/dl on advantage system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551481, expiration date 03/31/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.